Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 3 events were reported for this quarter. Product return status. 3 devices were received. Additional information. 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 3 events had no patient involvement; no patient impact.